Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured during prep. There was no reported patient injury. There were no damaged to the device packaging. The mynx vcd was prepped according to instruction for use (IFU) instructions. There was no scar tissue present in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A competitor's 6fr sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured during prep. There was no reported patient injury. There were no damaged to the device packaging. The mynx vcd was prepped according to instruction for use (IFU) instructions. There was no scar tissue present in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A competitor's 6fr sheath was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will be returned for evaluation. No other information was provided.